Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older device evaluated by MFR: f/g,promus element,mr,ous 4.00x38mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found proximal stent damage. Proximal stent strut rows were damaged and bunched distally along the balloon. The remaining undamaged section of the crimped stent od (outer diameter) was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found that there was no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 06-apr-2017. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. A 4.00x38mm promus element ¿ long drug-eluting stent was advanced but failed to cross the lesion despite repeated attempts. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.